Manufacturer narrative:
The reagent lot number is 743112. The expiration date was not provided. The customer's calibration data from 23-jun-2024 showed results that were slightly lower than expected. The customer's qc was acceptable. There is no indication of a performance issue for the reagent. The system's alarm trace was reviewed, no conspicuous alarms were observed. The field service representative performed a calibration data reset, a blank cell calibration, a system volume check, performance tests, and calibration and qc. The results were acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 stat results for 3 patient samples on a cobas e 411 analyzer (rack system). Sample 1: the initial result was 20.49 ng/l. The repeated result was 6.72 ng/l. Sample 2: the initial result was 19.51 ng/l. The repeated result was 7.65 ng/l. Sample 3: the initial result was 16.22 ng/l. The repeated result was 7.35 ng/l. It was noted that the customer recalibrated the test and the samples were repeated on the same analyzer as the initial results. The results were similar to the repeated results. The numeric results were not provided results for the tests after recalibration. The initial results were reported outside the laboratory. The results were questioned by medical personnel and the samples were repeated on another module. The repeated results were believed to be correct.